Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent surgical intervention due to the pt's programs auto reducing on (B)(6) 2013 (ref MFR report: 1627487-2013-13473 and MFR report 1627487-2013-13474). During the procedure, the physician was unable to implant a lead in the desired location. The physician was able to implant 2 additional leads in the desired location. The procedure was extended by 90 minutes.